Manufacturer narrative:
The doctor reported, "the patient was on anticoagulants (and) could be bleeding easily. Considered that changing in body positon and some external force possible damaged tissue and blood vessel." Based on information provided, the patient was prone to bleeding due to anticoagulant treatment.

Event description:
The following information was reported to kci by the physician: on (B)(6) 2014, v.a.c. Therapy was applied to the patient's lower limb and back pressure ulcers while the patient was in the hospital. A standard dressing change occurred on(B)(6) 2014. The wound size had decreased and there was no evidence of bleeding at that time. On (B)(6) 2014, the patient's condition deteriorated with "increasing bilateral pleural effusions and decreased blood pressure. The patient was transferred to the intensive care unit." Two subsequent dressing changes occurred on (B)(6) 2014 and (B)(6) 2014 respectively with indications the wound size had decreased and there was no evidence of bleeding. On (B)(6) 2014, the nurse responded to an alarm condition and observed the canister was full of blood, and v.a.c. Therapy was discontinued. The bleeding was stopped by the application of pressure. It was noted that there was no change in the patient's vital signs, and the patient's condition was stable. The physician removed the patient's dressings and observed 66ml of coagulated blood attached to the dressing. The amount of bleeding was reported as 350 ml with 150ml of drainage in the canister. Three arteries from the back wound were allegedly damaged and were ligated at the bedside. The patient also received a blood infusion for anemia due to bleeding. On (B)(6) 2014, it was noted the patient's condition was stable, and was transferred to the general ward.